Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that high threshold was observed. The device was explanted and replaced.

Manufacturer narrative:
Evaluation description included in block . The reported field event of high threshold was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the reported high threshold could not be determined.